Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a cardiac tamponade and pericardial effusion occurred. The procedure was cancelled. It was reported that during a watchman left atrial appendage closure (laac) procedure to treat atrial fibrillation (a fib), a versacross access kit was selected for use. The physician gained right groin access and versacross device was advanced. The transseptal puncture (tsp) was performed and after crossing, a global pericardial effusion was noted on transesophageal echocardiogram (tee). A pericardiocentesis was performed as an intervention but later the patient was taken to for a cardiac surgery. The procedure was cancelled. The patient is fully recovered. The device is not expected to be returned for analysis. It was further confirmed there was no difficult patient anatomy that may have caused difficulty with the transseptal workflow. There were multiple attempts required to track up / drop down into position on septum. Wire tenting was less than 1 mm, rf applied more than once. No other issues were reported.